Event description:
It was reported that the patient presented in clinic for implantable cardioverter defibrillator (ICD) implant procedure. Upon connecting the novel right ventricular lead, it was found that the device was failing to sense, failing to capture, exhibiting noise, and had out of range pacing impedance. The lead was tested using the pacing system analyzer, and all values were determined to be normal. The procedure was completed with an alternate ICD on (B)(6) 2021. There were no patient consequences.

Manufacturer narrative:
The reported events of impedance, sensing, and capture anomalies were not confirmed. Analysis was normal. No anomalies were found.